Manufacturer narrative:
Correction: the correct initial date of awareness is november 04, 2025 not september 20, 2025 and the correct date of explant is (B)(6) 2025 not as previously reported on (B)(6) 2025. Device analysis report attached.

Event description:
Per the clinic, the patient experienced tinnitus with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6)2025. There are no plans to reimplant the patient with a new device as of the date of this report.